Event description:
The surgeon reported, that during use of this blade in a total knee surgery, the teeth and hub broke. To date, there is no report of injury associated with this event.

Manufacturer narrative:
Investigation findings: an evaluation could not be performed because the device is not being returned to the MFR. A review of complaint records at conmed linvatec found similar reported problems. Conmed linvatec found that this type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block or retractors that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. The surgeon will be contacted with info regarding this reported event. Conmed linvatec will continue to monitor this device for failures.